Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-4551 sutureloc implant system did not work properly. The fixation point of the anchor was already bunched up when the surgeon attempted to pass the implant past the tibial plateau. The surgeon attempted to use a suture retriever and a probe to push the implant past the cortical bone but was unsuccessful. After ten minutes of failed attempts to pass the anchor in other ways, the surgeon drilled a second bone tunnel and used a new ar-4551 sutureloc implant system to complete the case. The implant tore from pushing and then pulling it with a grasper. This was discovered during a procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is misuse of the product caused by the surgeon using excessive force pulling the sutures. If the device is damaged during use, the device may fail to operate as intended. The customer¿s attached picture confirms the complaint allegation, showing the device with a suture bunch, several frayed filaments, and broken sutures.